Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mtm and rac circuit board involved with this complaint and completed the device evaluations. Failure analysis investigation was not able to reproduce the reported failure on either unit. The parts were installed into the test system and passed all functional testing without any issues. However, the errors were confirmed to have occurred via the system logs. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a non-recoverable error that pointed to the right master tool manipulator (mtmr). The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting assistance but the errors persisted. Due to the reported issue, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient injury or harm. Isi made several attempts to contact the reporter for additional information about the complaint; however, no further information was obtained. A field service engineer (fse) was dispatched to the site and replaced the mtm and a remote arm control (rac) circuit board to resolve the reported issue. The system was tested and verified as ready for use.